Manufacturer narrative:
This report is being submitted to provide additional information in d8/d9, h3, h6: health effect clinical code, health effect - impact code, type of investigation, investigation findings, investigation conclusions, and h10, and updated information in g1. Investigation summary: complaint is confirmed. Visual inspection identified that the implant 4.5mm bio-corkscrew of the 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® a nd one tigerwire® had broken. Functional testing was not performed due to the damage to the device. The most likely cause can be attributed to excessive force being used or prying/leveraging the screw during insertion.

Event description:
On 9/21/2023, it was reported by an arthrex subsidiary employee via email that an ar-1927bcf-45 biocomposite-corkscrew ft anchor broke during insertion. All the broken fragments were retrieved, and the case was completed using another ar-1927bcf-45 biocomposite-corkscrew ft. This was discovered during an rcr procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.